Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump was alarming for reservoir volume empty, but it had 30ml of medication remaining when he came in for a disconnect. No patient injury was reported.